Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not adjust insulin delivery as intended. Tandem technical support reviewed pump data, and confirmed the pump delivered based off the pump personal profile settings, and not based off the control iq software settings. A pump reset was performed in an attempt to resolve the issue. Subsequently, the control iq software did not suspend insulin delivery as intended. Customer's blood glucose was 400mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.